Event description:
Caller states that during a correlation study, the following coaguchek system/lab results were obtained: patient 1: 3.4 inr/2.4 inr; patient 2: 3.4 inr/2.1 inr; patient 3 : 3.0 inr/2.0 inr. No treatment information provided. Requested return of suspect system and replacement was sent. No adverse event reported.

Manufacturer narrative:
Patient 2: diagnosis: deep veing thrombosis. Medications: coumadin, 3mg/2 days, 4mg other, dates unk; protonix, 40mg day, dates unk; oxycodone, 120mg/dates unk. Patient 3: diagnosis atrial fibrillation. Medications: coumadin, 3.5mg/day/dates unk; plavix, 75mg/day, dates unk; lipitor, daily, dates unk. Additional concomitant medical products and therapy dates: advir - 400 mg/dates unk, temazepam - 30mg/dates unk, chirittor - 10mg/dates unk.